Event description:
A malfunction alarm identified as malfunction 12 was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with information to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.